Manufacturer narrative:
Result: the customer reported event of a screw biocompatibility issue was not confirmed because the surgeon confirmed that the patient's complication was unrelated to the products. No product failure could be confirmed, therefore, a root cause cannot be determined. At this time there is no indication to suggest a product non-conformity.

Event description:
It was reported that; in (B)(6), one (B)(6) surgeon would like to get document about allergy & hypersensitivity of screws to show the proportion of patients who are allergic the component of our screw. He has had one patient without healing incision for about 3 weeks so he is considering about the allergy of the screw component.

Event description:
It was reported that; in (B)(6), one (B)(6) surgeon would like to get document about allergy & hypersensitivity of screws to show the proportion of patients who are allergic the component of our screw. He has had one patient without healing incision for about 3 weeks so he is considering about the allergy of the screw component.